Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of 911 call was 28 mg/dl. The customer was treated at the scene by the emergency medical service. The customer refused to go to hospital. Customer was wearing the pump at time of 911 call. The customer was advised to monitor issue.